Event description:
Report received from USA stating that the device has a bent drive shaft. It is known that the device was not being used during surgery; however, it is unknown if there were any injuries or medical intervention related to the event. The date of the event is unknown. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).